Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "she had 2 new events last week where 354 mls was programmed to infuse over 1/2 hour and took over an hour. Patient therapy was delayed by 1/2 hour on both pumps. Treatment information:unk. Type of drug:unk. Human harm: yes. Delay in therapy: yes. Need for medical intervention: unk".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "she had 2 new events last week ·where 354 mls was programmed to infuse over ½ hour and took over an hour. Patient therapy was delayed by ½ hour on both. Human harm: yes. Delay in therapy: yes.